Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor plug was returned and was fully seated. Sensor was found to be in state 6 (abnormal termination). The sensor plug was removed, and the sensor plug assembly was inspected. Uncurled side snaps were observed, indicating improper assembly by the user. The sensor was reprogrammed, and current was applied to perform linearity testing. All results were within specification. This case is not confirmed to use error. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving high readings on his adc freestyle libre for 2 consecutive days. On (B)(6) 2019, a sensor reading of ¿hi¿ (readings greater than 500 mg/dl) message was received and customer self-treating with insulin (dose unknown). The next morning (B)(6) 2019, customer received ¿hi¿ (readings greater than 500 mg/dl) message again and self-treated with insulin (dose unknown) and he experienced a seizure and a loss of consciousness. A glucagon injection and ¿sugar-water¿ was administered by a non-hcp. A capillary reading of 60 mg/dl was received on an unspecified meter and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings on his adc freestyle libre for 2 consecutive days. On (B)(6) 2019, a sensor reading of ¿hi¿ (readings greater than 500 mg/dl) message was received and customer self-treating with insulin (dose unknown). The next morning (B)(6) 2019, customer received ¿hi¿ (readings greater than 500 mg/dl) message again and self-treated with insulin (dose unknown) and he experienced a seizure and a loss of consciousness. A glucagon injection and ¿sugar-water¿ was administered by a non-hcp. A capillary reading of 60 mg/dl was received on an unspecified meter and no further treatment was reported. There was no report of death or permanent impairment associated with this event.